Event description:
It was reported to philips that device is unable to establish 12 lead ECG connection. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.